Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. It was deployed inside the patient¿s body, after it had detached, during attempts to pass a previously placed stent. The balloon cones were reviewed and no issues were noted. Hardened media was present inside the balloon body and the balloon folds appeared open indicating that positive pressure was applied. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. A review of the manufacturing data for the stent profile was performed as part of the analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced through a previously implanted stent. However, the stent dislodged from the delivery system. The physician was unable to retrieve the stent. A 1.5 balloon catheter was then inserted into the dislodged stent and deployed it in the circumflex artery. The procedure was then completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced through a previously implanted stent. However, the stent dislodged from the delivery system. The physician was unable to retrieve the stent. A 1.5 balloon catheter was then inserted into the dislodged stent and deployed it in the circumflex artery. The procedure was then completed. No patient complications were reported and the patient's status was stable.